Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additional information found during inspection and testing were; a pinhole at the keytop of the switch; and the nameplate on the scope connector was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope was leaking. The issue was found during reprocessing. There was no other device used and there was no patient involvement. Inspection and testing of the returned device found the nozzle was clogged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer followed reprocessing steps as per instructions. The endoscope was not used for the procedure with the foreign material attached. No delay with the start of precleaning. No abnormalities in the accessories used in reprocessing. The air/water nozzle was flushed.